Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: on which firing(s) did this event occur (1st, 2nd, 12th, etc.)? Unknown. Is the ple60a available for return? Yes ¿ the hospital has it saved for return. Was buttressing material used? If yes, what product? No. Was the instrument fired across or near an existing staple line or clip? No. If any unexpected noises were heard, when were they heard? No. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes. Was there any difficulty removing the device from the tissue? No.

Event description:
It was reported that during a colon resection procedure, the staple line did not completely form. Blue reload was used on colon and some of the staples were completely unformed and did not hit pockets at all. Surgeon did not use buttressing material. Surgeon oversewed the staple lines and completed the case without any patient impact.

Manufacturer narrative:
(B)(4). Information is unavailable; device was not returned for evaluation. Device not returned. The complaint could not be confirmed because no device was returned for analysis. As a lot number was not received, a device history review could not be performed.